Manufacturer narrative:
On 11/3/2018, the mentor failure analysis lab received the device for evaluation. Also on 11/3/2018, mentor learned that the impacted devices serial numbers were (B)(4) for the left and (B)(4) for the right. The replacement devices serial numbers were (B)(4) for the left and (B)(4) for the right. The device evaluation was completed on 11/13/2018. Summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed an area of missing material on the anterior view that extended to the posterior view, measuring 7.5 by 6.6 cm. Microscopic examination of the missing material edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of missing material was found on the device. Nonetheless, a microscopic examination of the missing material edges was performed, and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 6727435 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: second mentor smooth round moderate profile 250cc, catalog: 3501635, lot: 6632052. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile saline prostheses, 225cc on one side and 250cc on the other. Bilateral deflation of the breast prostheses was diagnosed post procedure through an ultrasonography. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 225cc saline prostheses on (B)(6) 2018; catalog # 3501630, lot 7470915. This report is for first of the two prostheses.